Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force on the ccd cable while angulation. In addition, we confirmed that the insertion flexible tube (ift) compression and the segment worn out; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow: insertion flexible tube (ift) due to compressed. Segment due to worn out. Ccd module due to defective. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.